Event description:
The patient's lead was replaced due to the reported high impedance. The suspect product has not been received by the manufacturer for analysis to date. No further relevant information has been received to date.

Manufacturer narrative:
Date of event. Corrected data: initial report inadvertently listed incorrect event date of (B)(6) 2019; however event occurred on (B)(6) 2019.

Event description:
The lead was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead portions. Note, the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. There were abraded openings identified, likely made by the explant procedure, which provided a leakage path for dried remnants of what appeared to have once been body fluids inside of the outer silicone tubing. The condition of the returned lead portions was consistent with conditions typically existing after explant procedure with no obvious anomalies noted, outside of the abraded openings. The setscrew marks identified on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks on the returned lead portions were performed with no discontinuities identified. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. The patient was referred for generator and lead replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.